Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they have not received a call from the patient or the physician to troubleshoot. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported the patient has not contacted them.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0527502v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had a loss of therapy and pain. The patient said lately at times the pain was unbearable and they had been to the hospital 3 times. They performed a cat scan. The patient said he was at the hospital last night late and they gave home some stuff to help, the pain was 10 or more. The patient could not stand up, could not walk and could not sit. The patient thinks the ins has shifted. The pain yesterday was at a 10 to 11. The patient was redirected to their healthcare provider. The patient said he has an appointment monday, (B)(6) 2017, at 9:45. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0527502v, product type: lead.

Event description:
Information was received from a patient and from another source regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient called because they were in the emergency room (ER) on sunday and monday because they thought they had kidney stones and back trouble but at the ER they determined that the implant was causing the discomfort. Like it was poking them in their back so they cannot have the implant on. They think there is something not right with the implant; like the lead has moved or something. It was noted that this was a sudden change in therapy/symptoms that began on (B)(6) 2017. The patient was redirected to follow up with their healthcare professional (hcp) and an email was sent to local manufacture representatives (reps) in the area. No further complications were reported/are anticipated.